Event description:
Boston scientific received information that this caller was reporting that this device had a magnet rate reportedly at 60ppm. The caller had no further details.

Manufacturer narrative:
A boston scientific technical services consultant suggested the caller check to see if the lower rate limit (lrl) is 60ppm as the consultant suspects they are possibly not getting a magnet response currently. The consultant suggested repositioning the magnet and test again. No other adverse events have been reported. This event will be re-evaluated if additional information is received. Four years later, the device was explanted for normal battery depletion and returned for routine testing. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Laboratory evaluation confirmed the device meets profile for normal battery depletion.